Event description:
It was reported that the customer's insulin pump was stuck with a no delivery alarm. The customer's blood glucose was 420 mg/dl. She stated the alarm was resolved with a complete set change. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).